Event description:
The customer obtained non-reproducible higher than expected vitros k+ results (sample 1 = 7.5 mmol/l, sample 2 = 6.0 mmol/l) from multiple patient samples run on the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected results were not reported out of the laboratory as expected results (sample 1 = 3.2 mmol/l, sample 2 = 3.0 mmol/l) were obtained on an alternate instrument. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros k+ results were obtained from multiple patient samples run on the vitros 5,1 fs chemistry system. An ocd field engineer replaced the erf tip locator and dispense blade sensor and performed subsystem adjustments. Following these actions, acceptable vitros k+ performance was observed. There was no evidence of a reagent malfunction as the same vitros k+ slide lot was performing as expected on an alternate instrument.the most likely root cause of this event is instrument related.